Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they changed the infusion set and received insulin pump received a insulin pump error alarm. The customer¿s blood glucose was 10 mmol/l. Troubleshooting was done for insulin pump error alarm. The customer was able to successfully clear the alarm. The customer was not able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted. The motor was tested outside of device and passed.